Event description:
It was reported that during a follow up check the right ventricular (rv) lead was not able to pace and showed poor rv sensing values. The patient was hospitalized and it was observed that the lead had perforated the right ventricle septum. The patient was transferred to another healthcare facility where the rv lead was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated, and rv (right ventricular) undersensing information. Visual summary analysis of the lead indicated apparent explant damage. Analyst commented, dried tissue/body fluid in the sleevehead prevents the helix from extending and retracting. This is not a lead failure. The lead was returned with dried blood on the helix and within the sleevehead. There were no anomalies observed regarding the returned lead. All electrical testing was within specified parameters. Rv capture management trend data shows threshold measurement 1.125v or less through week of (B)(4) 2015 and then increased to 2.5volts or greater throughout rest of record. Rv threshold test aborted each of last 15 days due to high threshold greater than 2.5volts. R-wave amplitudes varied from 3.25millivolts (mv) to 13.125 mv from (B)(4) 2014 through (B)(4) 2015 and then decreased to less than 2.5mv starting week of (B)(4) 2015.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.